Event description:
Literature was reviewed regarding leadless implantable pulse generators (ipgs) upgrades. The authors described a patient who experienced this was implanted with a leadless ipg after a transvenous generator change. Two years later, the patient had a pocket infection, and their generator was removed, and began being paced with the leadless ipg. The patient developed worsening fatigue for the last two years as well as a reduction in left ventricular function and renal function. The lack of atrial pacing as well as atrioventricular (av) dyssynchrony from the device resulted in pacemaker syndrome. The patient had a chronic infection treated with long-term suppressive antibiotics and pacemaker syndrome which led to the removal of the leadless ipg. The status of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: modular leadless pacing: a case series of leadless pacemaker upgrades. Jacc: clinical electrophysiology. 2025. 1-11. Doi: 10.1016/j.jacep.2024.11.006 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.